Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn less than an hour. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing window and the soft cannula not visible in the bottom housing window. The device was received in pod state 15 and delivered 47 pulses, indicating the pod successfully completed first prime before deactivating before second prime. The needle did not deploy because the pod was deactivated before the start of second prime. No damages or defects were observed that would contribute to the reported needle did not deploy. The device functioned as intended.